Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported flow occlusion issues which were not reproduced. Flow occlusion issues were verified through a review of the event history log via the presence of downstream occlusion alarms and found to be caused by an out of specification downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced flow occlusion issues. There was no patient involvement. No additional information is available.